Manufacturer narrative:
Corrected the description to include " patient also stated that she can lift up her implant and it's not planted deeply." Included device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that patient was charging too often. Patient has noticed her ins takes longer and longer to charge and charge is not lasting as long as before. This has been ongoing for the last couple of weeks. Battery has gone from lasting 2 days to 1 day. Patient confirmed that reprogramming to optimize therapy has been done during this time. The reprogramming has helped increase radius off coverage. Patient described her stim as "being electrified" to the leg. Patient mentioned she has neuropathy and arthritis and states that the device/therapy has helped with the pain level. Patient stated she is in a lot of pain. She had a return of pain pretty quickly due to loss of therapy since she has been unable to charge. The last time she was able to connect and charge was on (B)(6) and had a return of pain on monday and said the (B)(6). Patient also stated that she can lift up her implant and it's not planted deeply. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that patient was charging too often. Patient has noticed her ins takes longer and longer to charge and charge is not lasting as long as before. This has been ongoing for the last couple of weeks. Battery has gone from lasting 2 days to 1 day. Patient confirmed that reprogramming to optimize therapy has been done during this time. The reprogramming has helped increase radius off coverage. Patient described her stim as "being electrified" to the leg. Patient mentioned she has neuropathy and arthritis and states that the device/therapy has helped with the pain level. Patient stated she is in a lot of pain. She had a return of pain pretty quickly due to loss of therapy since she has been unable to charge. The last time she was able to connect and charge was on 12/3 and had a return of pain on monday and said the (B)(6) or (B)(6). No further complications were reported. Omitted information regarding pe (B)(4) - no device found.